Event description:
During a laparoscopic cholecystectomy procedure, the doctor inserted the 1st device into the abdomen and it broke. On the 2nd instrument, when deployed, a ring came off of the shaft. The case was completed using the bag of the second device and removing the ring from the first device. There was no pt consquence.